Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an amphirion deep pta balloon catheter to treat a lesion in the left superficial femoral artery. The lesion was reported to be highly calcified. The device was inspected before use with no issues noted. No difficulty inflating the device at the lesion site, no difficulty deflating. Nominal pressure applied during inflation. Upon removal of the pta catheter the physician felt that the device got stuck on some calcium on the way out and some force was used to remove; the balloon portion stripped off the catheter and remained in proximal sfa. A 7x60 non medtronic stent was placed over the balloon to cover it and establish clear flow. No further clinical sequelae reported